Event description:
It was reported that the computer screen froze twice during the procedure. There were no reports of adverse consequences associated with this event, and the procedure was completed successfully as planned with the original unit.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, a communication error between the main board and graphic card occurred.